Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder.

Event description:
The customer reported multiple motor error alarms after exposing the insulin pump to an MRI scan. Advised the customer that the insulin pump would be replaced. Nothing further was reported.